Manufacturer narrative:
The investigation for the reported pericardial effusion has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the pericardial effusion could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the patient on impella cp support experienced a perforation in ramus interventricular is anterior (riva) procedure which led to pericardial effusion. The impella was weaned and explanted due to the pericardial effusion. The patient expired. Per the physician, the complication and the death are not related with the impella pump.